Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump also had a missing end cap sticker.

Event description:
The customer stated that she got an alarm while rewinding the insulin pump. Troubleshooting was performed, and found that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 271 mg/dl. Advised the customer that the insulin pump would be replaced. Nothing further was reported.